Event description:
It was reported by the patient that the lead was double counting. He had surgery to correct the "faulty" lead. The patient was not aware if the lead was replaced. Additional information from the hcp (health care professional) reported the patient had been experiencing shocks, due to oversensing, during strenuous activity. The lead was capped and replaced. No further patient complications were reported as a result of this event.